Event description:
Our distributor has three customers that are waiting for replacement handsets. One of the above customers reported that the bathlift operated correctly lowering into the bath by depressing the down button on the hand control. When required to rise up out of the tub through operation of the up button on the hand control, the bathlift would not operate. The customer was able to get out of the tub and no injuries were reported as a result of the failure. The handset has currently been recalled.